Manufacturer narrative:
Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the cylinder on the right side was pointing laterally and the patient had difficulty with penetration. The device was revised.

Manufacturer narrative:
Correction: item number, UDI number, catalogue number, device expiration and manufacture dates. According to the available information the titan was implanted on (B)(6) 2022 and revised on (B)(6) 2022 due to migration of the right cylinder. A titan touch pump, two cylinders, and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of migration, quality accepts the physician¿s observations as to the reason for surgical intervention. The corrected lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.